Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated. The reported mechanical issue of the clip open while locked was not confirmed during return device analysis as the device performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the clip opened while locked. It was reported that during preparation of the clip delivery system (cds), the clip was going to the inverted position and it opened when locked. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.